Event description:
Allegations of bilateral rupture, firmness and stiffness of the breasts, joint pain, fatigue, difficulty sleeping, limitations of motion and strength, rashes, and other pain and discomfort.